Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they began to experience itching at the sensor insertion site on (B)(6) 2018. The patient stated they treated the affected area with pills and lotion prescribed to them from a previous skin reaction on (B)(6) 2018. At the time of contact, the patient¿s skin reaction was healing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they began to experience itching at the sensor insertion site on (B)(6) 2018. They removed the sensor and went to see their doctor. The patient was prescribed pills and lotion to treat the affected area. At the time of contact, the patient¿s skin reaction was healing. No additional patient or event information is available.